Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l' info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that oozing occurred although an end tone, indicating a completed seal cycle was heard. The surgeon noticed excessive eschar buildup on the device early in the procedure which also caused some sticking. There was no pt injury.